Manufacturer narrative:
An event regarding a packaging issue involving a centrax duration 26mm x 50mm was reported. The event was not confirmed. Method & results: - device evaluation: the physical device was not returned. However, the outer blister, outer tyvek, packaging clip, and the alleged metal debris were all returned. The alleged metal debris was contained in a plastic container and was very minuscule in size. Since the device and inner tyvek was not returned, the event could not be confirmed. -clinician review: not performed as medical records were not received for review with a clinical consultant.. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: an event reporting foreign matter on a centrax head was reported. The event could not be confirmed nor the root cause determined because the devices, since the device and inner tyvek was not returned and a potential source of the debris could not be identified. CAPA was initiated to investigate debris found in the outer/inner blisters. Debris can be anything from fibers, hair, particles, or material. The ecn to address hepa blowers and ionizing units that need to be cleaned frequently and was released to address changes in the gowning procedures. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that, during a bha, when a surgeon was locking a centrax on a head, he found a metal debris on the peripheral zone of the centrax. He removed the debris and the centrax was implanted without any problems.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a bha, when a surgeon was locking a centrax on a head, he found a metal debris on the peripheral zone of the centrax. He removed the debris and the centrax was implanted without any problems.